Event description:
There was an allegation of questionable high results for multiple patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 402 analytical unit. The customer provided the "most recent" example for 1 patient sample where the troponin t hs result was "high" on the e402 analyzer. The specific result was not provided. The sample was sent to an external laboratory where the result from a different test (troponin I hs) from an unspecified method was "below the cut off.". The specific result was not provided.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6). Sample material was requested for investigation.

Manufacturer narrative:
Two patient samples were received for investigation. Patient sample 1 the investigation tested the patient sample with the elecsys troponin t hs assay. The investigation confirmed the customer's results. The investigation also tested the patient sample for myoglobin, and the result was highly elevated. The investigation noted that the patient sample was insufficient for interferent testing. Patient sample 2 the investigation tested the patient sample with the elecsys troponin t hs assay. The investigation confirmed the customer's results. The investigation also tested the patient sample for myoglobin (slightly elevated result), probnp, and ck-mb (results within the normal range). The investigation tested the patient sample for interferents using heterophile antibody testing (hbt) and size-exclusion chromatography; no interferent was detected. The investigation determined that the elecsys troponin t hs (troponin t hs) assay results were true positives. The investigation did not identify a product problem.